Event description:
The patient experienced a shocking sensation in his area of paresthesia when the implantable neurostimulator was turned on or off. It occurred 4-5 times over the past year. There was no known incident or accident related to the complaint. The implantable neurostimulator had not worked for 3 years. The patient was seen in clinic and was informed that the lead was not working properly (malfunctions not specified). The patient status was reported as "good". Additional information has been requested. A follow-up report will be submitted if additional information becomes available.